Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption, and of range issues occurred between the transmitter and pump. Customer's blood glucose level was 400 mg/dl. Additionally, the customer experienced difficulty charging the pump, and the pump shut off unexpectedly. Customer declined to troubleshoot with tandem technical support regarding the reported issues. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged out of range issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged data error alert, and battery not charging issue could not be verified. The unexpected shutdown allegation was verified.